Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) clouding lens and signs of moisture intrusion; rusted magnet. Not able to interrogate; rf (radio frequency) head cable found out of electrical specification.

Event description:
It was reported the programmer rf (radio-frequency) head had telemetry issues. Interrogation of an implantable device that was still in the box was unsuccessful. The rf head was returned for repair. No patient complications were reported as a result of this event.